Event description:
It was reported that a spectrum iq pump had a constant air in line alarm during an unspecified process step.  There was no report of patient injury or medical intervention associated with this event.   No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had a constant air in line alarm' was reproduced. A review of the event history log revealed issue of air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.